Manufacturer narrative:
The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional prostyle device referenced is filed under separate medwatch report number.

Event description:
It was reported this was a closure using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the suture of two prostyle devices broke during the closing of the puncture. The sutures of two new prostyle devices were successfully deployed and used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported this was an arteriotomy closure of the mildly calcified right common femoral artery using the pre-close technique via a 9f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the sutures of the two prostyle devices were successfully pre-placed, the sheath remained a 9f and the tavi procedure was completed; however, the sutures of both devices broke during knot advancement. No additional information was provided.